Event description:
Information was received that device failed occlusion test. No patient involvement- incident occurred during testing.

Event description:
Device evaluation completed and will be updated in h 10.